Event description:
It was reported that during a ptca procedure, a shaft fracture occurred. The physician was attempting to advance the maverick2 monorail balloon catheter into the guide catheter when the catheter shaft broke. The procedure was completed with another maverick2 monorail balloon catheter. There were no reported patient complications. Patient's status listed as "ok".

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.